Manufacturer narrative:
Investigation summary: customer returned a photo of loose 1cc bd allergy syringes. Customer states that a piece of the needle was protruding from the outside of capped syringes and also sticking outside the tray and a nurse received a needle stick. The returned photo was examined and exhibited the cannulas through the shield, exposing the cannula, which could cause a needle stick. A review of the device history record was completed for batch#: 7138608. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200696413, 200696553, 200696451, 200696571, 200697010] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle through shield with lot#: 7138608 regarding item#: 305540. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a bd allergy syringe tray 1ml 27g x 1/2 in bd precisionglide¿ permanently attached needle had a protruding needle from the cap and outside the tray.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd allergy syringe tray 1ml 27g x 1/2 in bd precisionglide¿ permanently attached needle had a protruding needle from the cap and outside the tray.